Event description:
It was reported by service report that the scale and bed exit were not functioning. It is unk if there was pt involvement or if there were adverse consequences.

Manufacturer narrative:
Result: loose connection at the foot left load cell.